Event description:
Product analysis for the 2nd returned usb cable indicates that the serial cable performed according to functional specifications. Product analysis of the tablet programmer revealed that the tablet was unable to perform an interrogation. The cause for the anomaly is associated with a defective main board (usb port not functioning). Once the main board was replaced with a known good main board, no further anomalies were identified.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that a physician's tablet programmer was exhibiting an error message of "unable to open port" when attempting to interrogate a demo device. The programmer usb serial adapter cable was replaced and interrogation was then successful. It was subsequently reported that the same error message occurred when using the tablet programmer with the replacement usb serial adapter cable. The physician did not have another spare usb cable to use so a new tablet programmer was provided to the physician. The original tablet programmer and both usb serial adapter cables have been returned to the manufacturer and are currently undergoing product analysis. The 1st suspected usb cable failure is reported in MFR. Report# 1644487-2015-06127. The 2nd suspected usb serial adapter cable failure is reported in this report.